Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated sodium result when processing on the architect c16000. The following data was provided: sid (B)(6): initial result from (B)(4) was 162 and retest on two other instruments was 139 mmol/l. The customer uses 135-145 mmol/l for sodium normal range and 3.6-5.0 mmol/l for potassium normal range. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of the service history, a search for similar complaints, a review of tracking and trending data, and a review of product labeling. The field service representative (fsr) performed troubleshooting replacing several parts. The fsr determined the bellows only bellows (rohs) (part number 2-89054-02) as the likely cause for the erratic results. A review of the (B)(6) service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the part was replaced. A 12-month search for similar complaints did not identify any trends. A review of tracking and trending data did not identify any trends. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.